Event description:
The graft was implanted as an axillary-femoral bypass graft. When the clamps were released, the graft "oozed" an unknown quantity of blood. The graft was left in. There was no injury or complication to the pt.